Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms there is a crack in the impactor tip. The device exhibits signs of extreme wear and use. There is no lot number available for this device. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that device broke in case. It was outside the patient. No delay reported and it is unknown how was the procedure completed.